Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with stripped battery cap coin slot, minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube, lip, and window, and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack in the battery compartment of the insulin pump and the battery cap could not be removed. The blood glucose was 3.5mmol/l. Nothing further was reported.